Manufacturer narrative:
Approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was inspected on an unknown date. According to the complainant, it was noted that there was a hair inside the product package during inventory. The hair was visible from outside the product packaging. The product was not used in a procedure. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h2: additional information: block b3, b5 and e3. Block h6: problem code 2969 captures the reportable event of device contamination during manufacture or shipping. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 23, 2020 that a flexiva 200 laser fiber was inspected on an unknown date. According to the complainant, it was noted that there was a hair inside the product package during inventory. The hair was visible from outside the product packaging. The product was not used in a procedure. Additional information received on july 14, 2020. It was reported to boston scientific corporation on june 23, 2020 that a flexiva 200 laser fiber was inspected on june 5, 2020.

Manufacturer narrative:
Block h6: problem code 2969 captures the reportable event of device contamination during manufacture or shipping. Block h10: investigation results the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in its packaging and box. The device was still sealed, and a hair inside the package was visualized. No other issues with the device were noted. The reported event was confirmed. The condition of the returned device revealed that that packaging was sealed, and a hair was inside the packaging. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on june 23, 2020 that a flexiva 200 laser fiber was inspected on an unknown date. According to the complainant, it was noted that there was a hair inside the product package during inventory. The hair was visible from outside the product packaging. The product was not used in a procedure. ** additional information received on july 14, 2020 ** it was reported to boston scientific coporation on (B)(6), 2020 that a flexiva 200 laser fiber was inspected on (B)(6), 2020.